Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument arm drape was analyzed and found to have no physical damage. The drape was installed on an in-house system and passed all tests that were performed. The reported event could not be replicated nor confirmed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument arm drape detached from the cart and became contaminated while transitioning to step 2. The procedure was completed with no reported injury.